Event description:
During a pci procedure, the ace balloon ruptured at 8 atms on the initial inflation. The lesion being treated was located in the severly calcified, 90% stenosed riva. The procedure was completed with another device. No pt injuries or complications were reported. Pt status is listed as "good".